Event description:
Correction to b5 of the initial report, the event occurred during an unknown diagnostic procedure requiring sampling. Though the total time of the procedure was delayed and canceled due to no available replacement device. The condition of the patient was not affected.

Manufacturer narrative:
Correction to h10 of the initial report, during the device evaluation the users complaint of foreign material was confirmed. It was also confirmed that third-party repair had been completed on the device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was postponed by defect of the biopsy channel. The root cause of why the foreign material remained could not be determined. No physical damage was detected inside the biopsy channel. The foreign material could not be identified. The instructions for use (IFU) includes the detection method in operation manual: 3.6 inspection of the endoscopic system: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope experienced damage to the working channel (presence of a foreign body). It was unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
During the device evaluation, the following was found: there was an obstructed channel mount in the equipment unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.